Event description:
It was reported that damage to the pump housing caused black discharge on pump and cartridge. Reportedly, the motor cover arm was melted. Customer¿s blood glucose level was not impacted. The customer reverted to insulin pens for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.